Event description:
It was alleged that a freeflow occurred on a pt. It was noted that the 500cc bag was hung at 10:20am with a rate of 21 cc/hr. At 11:00am the nurse noted that the bag had about 100cc's of fluid remaining. There was no pt consequence.